Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced pain, infections, urinary problem, recurrence, dyspareunia, neuromuscular problems, and other injuries coincident with the use of veritas. Treatment for this event was not reported. It was not reported if the patient was hospitalized for this event. It was not reported if the patient recovered from this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.